Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a paroxysmal supraventricular tachycardia procedure, during rf delivery, blood leaked from the hemostasis valve. The sheath was inserted into the heart, and the ablation catheter was inserted into the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.